Event description:
The hill-rom technician found that the scale on this bed was weighing light. After troubleshooting the problem, he discovered that the wires going to load beam were disconnected from the scale head. He reconnected the wires and this corrected the problem. No adverse events were reported.